Event description:
The customer reported that while the unit was in use on a pt the unit had an intermittent autofill failure and ibp waveform could not be displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.